Event description:
Reference number (B)(4). Event occured in the germany. It was reported that patient faced kinked tubing on their infusion set event on (B)(6) 2024. No further information is available